Event description:
Customer purchased soft-picks original product through amazon. Upon receiving the product, she attempted to use the picks as directed. However, during use, the picks would bend, deform, and break almost immediately. She stated that she did not have any success using the product despite trying multiple times. She also searched online for instructions or advice to ensure she was using the product correctly but continued to experience the same issue. During one attempt, a pick became lodged in her gums. After this incident and continued product failure, she threw them away immediately after using them, as they had blood on them. A photo was provided as proof of the product condition and issue.